Event description:
Oos report form indicates device exhibited eri battery status.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continued use of product could result in a pt's death.